Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) remained implanted after being turned off with all programmable alerts disabled after reaching end of service (eos). Years later the ICD was giving an audible alert suspected to be due to charge circuit timeout/charge circuit inactive because of the frequency of the alert. The ICD remains implanted. No patient complications have been reported as a result of this event.